Event description:
The patient called lifescan and alleged that their meter experienced a power interrupt issue and was flashing the time on the display. On the day of the event the patient was feeling thirsty and ill. They attempted to test on their meter but was unable. They called the paramedics, who took the patient to the hospital. Their blood sugar was tested either by the paramedics or at the hospital and their blood glucose was 300 mg/dl. They were treated with an IV until their blood glucose dropped to 150 mg/dl. It is unknown they were treated with insulin or fluids. The patient stated that they drank water after attempting to test. The issue was unresolved with troubleshooting. A replacement meter has been sent.